Event description:
It was reported that after the stent placement procedure for treatment, a wire piece was found in the pt's phlegm. Another product was implanted and the procedure was completed. It was reported that there were no complications for the pt and the pt's condition after the procedure was reported as good.